Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was attempted but aborted due to the laa not accommodating the device for which it would not meet release criteria. While the patient was in the recovery room, a pericardial effusion was noted. A pericardiocentesis was performed to successfully resolve the effusion. The patient was discharged. Approximately three days later, the patient returned to the hospital due to left side paralysis. The patient experienced a hemorrhagic stroke and passed away two days later. It was noted that the physician does not believe the death was related to the watchman device or procedure.